Manufacturer narrative:
Moqaddam, a., bacri, c., hireche, k., alric, p., & canaud, l. (2023). Short-term results of fenestrated physician-modified endografts for type1a endoleak after conventional thoracic endovascular aortic repair. Jtcvs techniques, 25(c), 8-18. Https://doi.org/1 0.1016/j.xjtc.2024.03.003. Earliest date of publication used for date of event. D6a: exact date of implant unknown. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the study aims to assess the feasibility and effectiveness of physician-modified fenestrated stent grafts (pmegs) in treating type 1a endoleak after conventional thoracic endovascular aortic repair (tevar) in aortic arch pathologies. The time frame of this study was over 5 years. The valiant captivia endograft (medtronic) was used and modified for all procedures. Among patient adverse events included: one early peripheral reintervention was necessary for thrombectomy of an ilio-femoral bypass. One patient needed a total excision of endovascular material due to an aortobronchial fistula, followed by a successful pericardial patch reconstruction. No further information was provided pertaining to medtronic products.